Event description:
It was reported that the user experienced persistent hyperglycemia with a maximum blood glucose of 569 mg/dl lasting approximately 14 hours after multiple infusion set changes, with insulin visibly moving through tubing and no obvious set damage noted; the user reported significant scar tissue and potential cannula kinking, and was guided to place a new infusion site away from scar tissue and reconnect to the system. Symptoms included hyperglycemia. Outcomes included the use of backup insulin therapy with a self-administered 5-unit correction and no medical intervention or hospitalization. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed that the event was consistent with a suspected infusion site or set issue leading to inadequate insulin delivery. It was concluded that the cause of the hyperglycemia was unclear, with a suspected infusion set or site failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.